Event description:
Biopsy device only fired stylet. In 2000 spoke with rn who states that when physician was performing breast biopsies, they were not able to obtain core sample. After several attempts, biospy was obtained.